Event description:
An aa4203tl lens tore while it was being inserted. The lens was implanted and the surgeon enlarged the incision to remove the lens. Sutures were required to close the incisional wound.